Event description:
No patient involved in this event. The end-user reported that the device would not connect to saverevo, which is software that enables data to be downloaded from the device.

Manufacturer narrative:
The information obtained from the device showed that from the date of installation in (B)(6) 2009 there were multiple occasions where the device failed the weekly self-test because of a low battery. Investigation did not confirm the fault reported by the customer and during testing the device the device repeatedly connected to saverevo. Investigation did confirm a fault with the +ve and -ve terminal pogo pins. When tested under load the current flow through the pogo pins was significantly reduced to a level, which caused the device to identify a low battery and trigger the low battery warning. The device and battery were tested and confirmed to perform to specification, therefore the fault with the pogo pins would not have prevented operation of the device within the specifications. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.